Event description:
It was reported to philips that the device's power indication is not coming and not switching on. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips field service engineer (fse). The reported issue was confirmed and the cause was traced to a faulty ac module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac module. The customer ordered a replacement part to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.